Manufacturer narrative:
(B)(4).

Event description:
It was reported that intra-aortic balloon (iab) was inserted on a patient of (B)(6) height. After two minutes of use, high pressure alarms kept going off. There was no kink in the line and all connections were plugged in correctly. Soon after, the alarm went off that helium was leaking from the iab. The catheter was removed and noted that the balloon had burst. As a result, the iab was removed and another iab was inserted into the same insertion site successfully. The second balloon was turned off and removed after the procedure. Patient went back to the intensive care unit. There was a delay in therapy that caused no harm to the patient. No reported death or complications to the patient. Additional information obtained: per the rn the second catheter did not malfunction. The md opted to remove it as the patient was very ill and the md felt that the balloon would not benefit the patient. The patient was medically managed.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of leak suspected is confirmed. Although, the root cause of the reported complaint remains undetermined the iab central lumen was found broken near the iab bifurcate. No other leaks were detected during functional testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that intra-aortic balloon (iab) was inserted on a patient of 72" height. After two minutes of use, high pressure alarms kept going off. There was no kink in the line and all connections were plugged in correctly. Soon after, the alarm went off that helium was leaking from the iab. The catheter was removed and noted that the balloon had burst. As a result, the iab was removed and another iab was inserted into the same insertion site successfully. The second balloon was turned off and removed after the procedure. Patient went back to the intensive care unit. There was a delay in therapy that caused no harm to the patient. No reported death or complications to the patient. Additional information obtained: per the rn the second catheter did not malfunction. The md opted to remove it as the patient was very ill and the md felt that the balloon would not benefit the patient. The patient was medically managed.